Event description:
Information was received indicating that a smiths medical cadd-legacy duodopa ambulatory infusion pump may not be working correctly. It was reported that some days the patient felt "off." Per reporter, no additional information was available. No adverse patient effects were reported.